Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported failure to detect when the door is latched, which was reproduced. The device was found to alarm door not fully latched. The messages were found to be caused by a backed out mechanism screw not allowing proper latching operation. The screws were replaced.

Event description:
It was reported that a spectrum pump did not detect when the door is fully latched. It was also reported there was no patient involvement.